Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to treat a stenosis in the duodenum during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient was presented with a stenosis due to a malignant tumor in the duodenum. It was reported that the patient's anatomy was very tortuous. During the procedure, the handle broke and the stent was unable to be implanted. The procedure was not completed as a result of this event. There were no complications reported as a result of this event. The patient was reported to be stable post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 2 mm. The blue outer sheath was separated at the distal end of the distal handle. The blue outer sheath was stretched and kinked for a distance of 140 mm distal to where the blue outer sheath had separated. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was severely bent mid shaft. During analysis it was not possible to retract the outer sheath by hand. The shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. No issues were noted with the profile of the deployed stent or the inner lumen. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used to treat a stenosis in the duodenum during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient was presented with a stenosis due to a malignant tumor in the duodenum. It was reported that the patient's anatomy was very tortuous. During the procedure, the handle broke and the stent was unable to be implanted. The procedure was not completed as a result of this event. There were no complications reported as a result of this event. The patient was reported to be stable post procedure.